Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During the procedure prior to performing an angiogram a pericardial effusion was noted. The procedure was continued and the closure device was successfully implanted in the laa of the patient. After the device was released the physician performed a pericardiocentesis and drained 1500ml of fluid. The patient had open heart surgery to repair the laa and was given blood products to help treat for the effusion. The surgeon stated that no holes or perforations were found. The pericardial drain most likely made the effusion worse as the obtuse marginal branch was perforated. The initial effusion was small and most likely occurred during the transseptal puncture. The patient has since been discharged from the hospital fully recovered from these events.